Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that the pump date was incorrect. The customer's blood glucose (bg) level ranged between 400-459 mg/dl. Customer went to the ER and received IV fluids to resolve bg. Reportedly, the customer changed pump supplies to resolve occlusion alarm and corrected time and date to resolve the issue.